Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that shortly after implant, during the lead threshold test, it was noted that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing and was unable to measure thresholds. The lead was found to have dislodged and was dangling near the tricuspid valve. The pocket was reopened and the lead was repositioned, and remains in use. No patient complications have been reported as a result of this event.